Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs were returned and it indicates that the placement signal was intermittently abnormal. This console was tested after arriving in fs. Unable to reproduce the reported failure mode symptom by running the test optical pump for 8 hours. No problem was found with the console hardware. The root cause for the intermittent placement signal (ps) spike was not determined as there was no explicit evidence that caused the event. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted for circulatory support. During support, there were intermittent optical signal alarms. Despite this, the pump remained operational throughout the support period until weaning and explantation.